Event description:
The user reported that during an interventional procedure, the device would inflate but the gauge needle did not move. The device was replaced. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device has been returned for eval. The device history record was reviewed and found no related exception documents. The eval is in process. A f/u report will be submitted when the eval has been completed.